Manufacturer narrative:
The subject device was not returned for analysis; therefore, physical as well as functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. The product was not returned, however, additional information received reported that the user indicated that the device was used with an incompatible microcatheter. As per the target dfu: ¿target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in]). The medical device used to deliver the coil was not in the dfu specifications. Therefore, an assignable cause of user error has been assigned to this event.

Event description:
It was reported that during the procedure the subject coil prematurely detached within the (non-stryker) catheter inside the patient. The coil was replaced and the procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.